Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another device. The medical surveillance specialist spoke with the patient on june 17, 2009 and obtained the following information. The patient reported on original date, at approximately 8:00am, he obtained blood glucose readings of "187 mg/dl" with the subject meter and "97 mg/dl" on another device (son's meter), performed within one minute of each other. Based on statistical methodology, the calculated difference of these glucose readings exceeds the expected value of <= 30% and/or <= 30mg/dl. As a result of the alleged high reading, the patient claimed that he took his usual dose of oral medication (glipizide); however, skipped his breakfast that morning. Approximately 2 1/2 hours after the alleged issue began, the patient reported that he began to develop blurry vision and became incoherent. At the onset of symptoms, the patient reported that he tested with his son's meter and obtained a result of "61 mg/dl". The patient stated he treated self by drinking orange juice mixed in with sugar and felt better afterwards. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique and cleaning the puncture area properly. The patient did not have control solution to test the reported products. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, skipped a meal based on the alleged result, and reportedly had to treat himself for hypoglycemia afterward.